Manufacturer narrative:
Investigation summary: one open 31g x 5mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320129. Visual examination was carried out on the returned sample and a broken non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown . As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the pen ndl 31ga 5mm 14bag 700cas jp experienced product damage, with the device still considered operable. Noted prior to use. The following information was provided by the initial reporter: customer complained that after air purge with insulin, needle npe was missing.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pen ndl 31ga 5mm 14bag 700cas jp experienced product damage, with the device still considered operable. Noted prior to use. The following information was provided by the initial reporter: customer complained that after air purge with insulin, needle npe was missing.